Event description:
The company representative reported via phone call that the customer's insulin pump kept turning off. The customer's blood glucose was unknown. The customer had disconnected the call, and no further information could be retrieved.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.